Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 500+ mg/dl. Customer had symptoms such as nausea, abdominal pain and difficulty breathing. Customer was hospitalized for diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that infusion set cannula was bent. The insulin pump was not returned for analysis.